Manufacturer narrative:
The pump was received with intermittent button response due to flattened express bolus and esc button dome switch. There was no unexpected clicking noise from upper arrow button anomalies noted. The pump was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump up arrow is making a loud clicking noise when pressed. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.